Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection, during the firing the device didn't work. It seized up and staples came out, but jammed. It fired, then stopped firing. A new product was used and tried again, but it didn't work. Opened new products to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.